Event description:
It was reported that patient presented in clinic after receiving a patient notifier for non sustained rv lead noise. The device was oversensing t waves after ventricular paced events. Patient will continue to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).